Event description:
Subsequent to the initial medwatch report, the following information was received: after successful suture deployment from the first proglide device through the 6-french sized access site, an attempt was made to deploy three additional proglide devices, but a non-specific issue occurred during suture deployments. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture deployment issue was confirmed. Analysis of the returned device indicated needle plunger deployment did not occur as the posterior needle tip remained loaded on the posterior needle shank. Additionally, a portion of the rail-end of the monofilament suture was exposed at the handle. This is consistent with the needle plunger being pulled back instead of being pushed in to deploy the needles to capture the cuffs. The proglide instructions for use (IFU) states under the smc device placement section that while maintaining device position, deploy the needles by pushing on the needle plunger assembly (in the direction marked #2) until the collar of the needle plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the needle plunger is in contact with the body of the device. The operator is than instructed to disengage the needles by pulling the needle plunger assembly back (in the direction marked #3) and completely remove the needle plunger and needles from the body of the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The other perclose proglide devices referenced were filed under separate medwatch manufacturer reports. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure, pre-close placement of the sutures was attempted of the common femoral artery using perclose proglide devices. After deploying the suture of first proglide device through the 6-french sized access site, an attempt was made to deploy the second proglide device, but a suture retrieval issue occurred. The device was removed and the suture of another proglide device was deployed and set to the side. Serial dilatation was performed of the access site from 6-french to 16-french to match the outer diameter of the pevar delivery catheter. After the conclusion of the pevar procedure, as the knots were advanced to the arteriotomy, the sutures of both proglide devices broke. The sutures were removed and two additional proglide devices were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.